Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 23 mm xience v stent and a 3.0 x 8 mm xience v stent were deployed in the mid left anterior descending (lad) artery. The following month, while following up with the patient's family, the site spoke with the patient's daughter who indicated the patient was found dead in her home on event date, from an apparent heart attack. No additional information is expected as the daughter was unwilling to provide any further information. No additional event or patient information is available.

Manufacturer narrative:
The 3.0 x 08 mm xience v mentioned is being reported under the manufacturer report.